Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 72 mg/dl. The customer stated that he had been working in the yard and was sweating before the alarm occurred. After he had gotten out of the shower and went to change his infusion set, he stated that the first button he had pressed triggered a button error alarm. Advised discontinuation of the insulin pump. Nothing further reported.